Event description:
It was reported on a customer survey that there was a general complaint of pump channels that stopped working and brain malfunction. The customer also indicated general dissatisfaction with the time to set up piggyback infusions. The customer indicated they were unable to provide any specific details and that this was a general complaint. There was patient involvement, but no harm was indicated.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.